Manufacturer narrative:
B2: outcome attributed to adverse event is additional surgery due to instrument malfunction. B3: event date is unknown e1: initial reporter details are unknown g2: country of origin is japan g4: this product is not marketed in us but a similar device with product number (B)(6) with 510(k)# k220724 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the vertebral bodies around t12 and l1 are deteriorating. As a result, the l1 screws have backed out, and the rods were protruding. There were no patient symptoms reported. There were no further complications reported regarding the event. There was no need for hospitalization/prolongation of existing hospitalization, revision surgery was performed on (B)(6). And the devices were explanted and returned to the patient.